Event description:
Hi-lo oral/nasal tracheal tube cuffed 8.0 (developed leak and patient required re-intubation). Young adult male was intubated in the emergency department (ed). This patient had varying o2 sats. Rt requested verification of endotracheal tube (et) placement, which was verified re CT. Staff member tried re-positioning, adding air to the cuff and checking pressure on the cuff. The cuff did not maintain pressure. The patient went to ICU and was re intubated with a 7.5 et cuff and had no further issues with o2 saturation prior to transfer. ICU rm 4 was re intubated followed a cuff leak in a size 8 et tube. There are currently two lots of size 8 (15d0738jzx and 15c0229jzx). Staff member was given photocopies of the two lots and states she will notify anesthesiology. Dr in the ed was given copies of the two lots, and staff member notified ICU. Dr was notified and given copies of the lot numbers. Materials was notified of both lot numbers. Per (B)(6) these two lots are the only size 8 et available and a new lot will not be available until tomorrow. I am opening crash carts to remove these lot numbers in ICU medsurg and ed.